Manufacturer narrative:
The customer contacted a siemens customer care center and reported that "abnormal assay" flags were triggered on the dimension vista 1500 instrument on the day that the discordant, falsely low glu was obtained on the patient sample. Siemens remotely inspected the instrument, performed an auto-alignment on sever 1 probes, cleaned the instrument with sodium hydroxide, and reset the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: found mixer errors on the instrument; switched the sample 3 (s3) mixer with the sample 1 mixer; aligned the sample 1 (s1), sample 2 (s2), and s3 probes; ran quick check, which recovered acceptably; moved sever 3 assays to sever 2 and calibrated the assays without any issue. Then, the cse ran quality controls(qcs), which resulted with acceptable precision. The cse returned to the customer's site and: replaced the s3 mixer; aligned s3 arm; ran service method tests (smt), which recovered acceptably; moved the assays that were transferred to sever 2 back to sever 3; ran quick check and qcs, which recovered within specifications. The malfunctioned sample mixer potentially contributed to the discordant, falsely low glu result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.